Manufacturer narrative:
Product event summary: analysis found that the cable was fractured in the middle of the cable.

Event description:
It was reported that while the pacing cable was in use on a patient, pacing failure occurred during test pacing. The cable was returned to the manufacturer for analysis. The event had no impact on the patient since the patient had an intrinsic pulse. No patient complications have been reported as a result of this event.